Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. New information added to the following field: d9, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following reportable malfunctions were found during the device evaluation: the device is not booting, all leds of the front panel glowing. This is due to defective printed circuit board also found this not reportable malfunction front panel and receptacle damage and broken. Based on the results of the investigation, the root cause could not be determined, however it is likely the following led to the malfunction: the faulty printed circuit board, caused the no image and lighting failure of the front panel light-emitting diode. The event can be prevented by following the instructions for use which state: ensure proper power condition at site (proper grounding & no voltage fluctuation). Prevent the equipment to hit with hard surfaces or dropped during movement from one location to another. Olympus will continue to monitor field performance for this device.